Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04771 for the exalt model d scope and report number 3005099803-2024-04772 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the physician got to the ampulla, the screen started flickering and then went black. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.